Manufacturer narrative:
(B)(4).

Event description:
The lead was removed as the patient was reported to need magnetic resonance imaging. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Event description:
The lead was removed as the patient was reported to need magnetic resonance imaging. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed, and the outer insulation had a breach from environmental stress cracking. It was also noted that the outer insulation had cosmetic environmental stress cracking, the distal end was cut, and the conductor had blood (not obstructed). Concomitant product: addrl1 implantable pulse generator (B)(6) 2009. (B)(4).